Event description:
The customer reported that during routine servicing the device failed to shock at 200 joules. The device was able to shock at lower joule settings. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that during routine servicing the device failed to shock at 200 joules. The device was able to shock at lower joule settings. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.